Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the device had low upstream sensor fluid numbers, which can cause upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During review of the event history log it was determined that there was a repeating pattern of upstream occlusion alarms. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.